Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results from the cobas c 703 analytical unit. The doctor requested repeat testing. Sample 1 initial result was 0.27 mmol/l, and the repeat result was 1.16 mmol/l. Sample 2 initial result was 0.25 mmol/l, and the repeat result was 1.27 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found there was an issue with the sample probe as it was not descending to the required depth consistently when actuated. He replaced the sample probe and performed adjustments. The analyzer startup check and qc were all acceptable. The investigation is ongoing.